Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 6/26/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: how many devices demonstrated the alleged deficiency? 2 packets did the event occur during one or multiple patient procedures? Yes what is the total number of procedures? 2 have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? Noted above 2 references. Did this event contribute to any patient adverse event? If yes, please explain. No please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). (B)(6), rvn lead nurse, (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. We have had an issue with 3 packets of snapping during use - this has happened to 2 experienced surgeons so we feel it may be an issue with the suture material itself. Unfortunately, we have not kept the suture material as it had already passed through the patient. There were no patient consequences reported. Additional information was requested.